Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (427 mg/dl). Reportedly, the customer intended to set a temporary rate of 0 for 15 minutes, but accidentally set a temporary of 0 for 24 hours. Customer delivered a bolus to address elevated bg levels.